Event description:
We started using the abbott libre 3 glucose monitor earlier this year and have bought 8 sensors during the year. Sensors 1-4 behaved as expected and matched finger-prick results. Sensor 5 gave off low glucose alarms which were not matched by finger-prick. Sensor 6 continues the low-glucose-alarm problem with glucose readings 20-30 points below finger-prick. There is a recall website, but our serial numbers are not on that site. We believe that our batch should also be recalled. The libre 3 contact mechanism is overwhelmed with 1 hour holds and hangup, so we haven't been able to connect with them. We are seeking replacement for the 4 units in question. Pt code: 4582. Device code: 2588. Ref reports: mw5180468, mw5180470, mw5180471.